Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the charger and programmer can no longer communicate with the ipg. In turn, the patient lost stimulation. An sjm representative met with the patient on (B)(6) 2014, and confirmed the external devices no longer communicate with the patient's ipg. As a result, surgical intervention is the next course of action.